Manufacturer narrative:
Based on results of the investigation performed by quality control dept, the complaint was confirmed. The surface of the masks turned sticky due to migration of some materials in the pvc compound, (B)(4), used in the mfg of oxygen masks. The (B)(4) migrated to the mask surface making it sticky. According to (B)(4), dated (B)(4) 2010, compound (B)(4) was tested, and it met iso 10993 requirements for cytotoxicity. The investigation confirmed that a total of (B)(4) batches of pvc compound from (B)(4) 2009 through (B)(4) 2010 had a similar reaction (migration of components). These batches of pvc were used in the mfg of several oxygen mask products already in the market, which were produced from (B)(4) 2010. A (B)(4) historical review of complaints revealed no similar reported complaints or adverse events due to sticky masks on the (B)(4).

Event description:
Reported by the complainant as follows. The surface of oxygen mask was sticky. It was detected during 100% visual inspection, and the problem affected (B)(4) pieces of smiths medical product 001490, lot# 10-11.